Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by zoll medical italy. The device was returned to zoll medical corporation for evaluation; however after disassembling the device to determine root cause, the report was no longer seen. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including full functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, without the device, we are unable to determine the cause of the error message via the log review. Analysis of reports of this type has not identified an increase in trend.